Event description:
The pt fell and began having more pain. He had pain in the right side of his waist and believed the lead was "floating on the right side" (confirmation not reported). The fall was reported as not being device related. No injuries were sustained from the fall. "Bad" impedances were reported. Four years after the original call it was reported that the pt never had therapeutic effect. The lead had been broke for 2 years. The hcp did not want to perform revision due to surgical risk and the lead location in the spine. The pt was at home. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Bad impedances.